Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode into the external ear canal. Reportedly, there was a cholesteatoma, which might have contributed to the observed event. This is a final report.

Event description:
Please be aware that the sn for this complaint has changed after receiving additional information. The user is scheduled for explantation and re-implantation surgery on (B)(6) 2024, due to an exposed wire in his ear canal. As per the explant report form there was a cholesteatoma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is scheduled for explantation and re-implantation surgery on (B)(6)2024, due to an exposed wire in his ear canal. More information has been requested.